Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported there was a leak noted, secondary to a visible ''hole'' near the y port site, where the vent tubing emerges. The tube had been in usage for some time. Additional information stated that the ngt was a few weeks old. "Y port" is referring to the space from which the blue light dedicated to the air intake is detached from the main light. The hole/leak was on the main light, but around the edge of this blue light. Possible product code: 8888264945, 8888264960 or 8888264986.

Manufacturer narrative:
The device history record (DHR) could not be reviewed as no lot information was provided within the complaint. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There were no samples returned for evaluation; therefore, the affected device could not be evaluated to confirm the reported failure mode. As such, a root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.